Manufacturer narrative:
The device was returned with two other sensors (mdrs 1226348-2019-10045, 1226348-2019-10047). Labels for three lots were provided with the three microsensors (lots 152001, 186733, 162540); however, it was not possible to determine which lot was associated with which sensor.

Manufacturer narrative:
UDI (B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
UDI:(B)(4). The device was returned for evaluation. There was no visible damage to the millar sensor, catheter material, or connector. The device passed electronic, noise, linearity hysteresis, and signal drift tests. Based on the evaluation, the complaint has not been confirmed. No further investigation or corrective action is anticipated. A review of quality records for both the finished good and the component found no discrepancies.

Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon receipt of the device or additional relevant information, a follow-up report will be submitted.

Event description:
As reported by the ous affiliate, before implantation, a microsensor could not be zeroed. It was discarded for another. A delay of 2 hours was reported. The sensor will be returned for evaluation. This is the second complaint of three registered for this incident; the other two are (B)(4).